Manufacturer narrative:
Continuation of d10: product ID tm90t0. Serial# (B)(6). Product type accessory section d. Information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 19-may-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving an unknown medication via an implantable pump. The indication for use was spinal pain indications. The company representative was calling and stated that the patient reports "pretty much since he got" the new ptm and communicator that he's having to charge the communicator daily. The patient would plug it in and fully charge it and if it's not used immediately, when the patient goes to use it the communicator battery light turns orange and won't allow the patient to get a bolus. A replacement communicator was requested from the repair department due to the communicator is not holding a charge and it cannot be used for more than one bolus before battery light comes on again.